Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel; therefore, the failure mode cannot be confirmed or replicated in filed testing. However, the facility reported that the flow regulator was replaced to resolve the issue. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification. The reported issue of "filling of saline bag" was addressed by CAPA.

Event description:
A hemodialysis facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. Drain line and height are reported within specification. The issue was resolved by replacing a leaking flow pressure regulator. The machine was returned to service.